Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7083683. Investigation conclusion: without sample or photo defective we cannot confirm the reported defect to manufacturing process. Customer reported catheter had leakage near the wings; however, no sample was available for evaluation which is essential to perform a better investigation; since, we cannot to determinate if the leakage was caused by the cannula or by an incorrect assembly. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested, no incidents with needle bent have been reported. No corrective action required at the failure. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: without sample or photo defective we cannot to determinate the root cause. Rationale: no CAPA was opened since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a leak near the wings. Found during use. No reports of serious injury or medical intervention noted.